Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the 5fr argyle feeding tube had about a 2cm hole in it. It was noticed open opening and was not used. There was no patient harm.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One device was received for investigation. The device was evaluated, and the reported condition was observed. Based on all available information the exact root cause could not be determined. However, a possible root cause was determined to be that the tube was trapped during the sealing of the product due to incorrect placement of the tube. Actions have been implemented to address the observed condition. All information received will be used for tracking and trending purposes.